Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2030019 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Test results from the retention samples of cov2030019 met the qc criteria and the complaint issue was not found in the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
False negative result (s). Customer had 3 kits that read negative but when they went to urgent care they got a positive on the antigen test their. They tested within a couple hours of the urgent care test.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result (s). Customer had 3 kits that read negative but when they went to urgent care they got a positive on the antigen test their. They tested within a couple hours of the urgent care test.